Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient was hospitalized for enteritis. Due to a drainage problem, the therapy could not be continued. The abdominal cavity was inspected by a cat scan (CT) and it was found that the catheter was separated inside the abdomen. The catheter had been applied and used without problems for six years.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that the clear tube of the catheter was severed. Only the severed tube was received. The condition in which the device was received precludes functional testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.